Event description:
Family member reported patient having a stimulator that was a primary cell at first and had depleted down rapidly. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)